Manufacturer narrative:
(B)(4). The patient experienced peritonitis sometime in june 2013. If additional relevant information is received, a supplemental report will be submitted. This report references the same patient as (B)(4).

Event description:
It was reported a patient experienced and was hospitalized for five days for peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the event was an aquatic organism from the shower and a bladder infection (onset date not reported). Treatment was not reported. The patient was recovering from the event of peritonitis. No additional information is available. This is report 2 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). Upon further investigation, it was determined that this report is a duplicate of report number 1416980-2013-21047. All further reporting will be captured under report number 1416980-2013-21047.